Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that while the pt was at home, the system controller "beeped". The patient then tried to change his batteries and the system controller "beeped" again and then the pump stopped. The pt called 911 and hand pumped himself and was taken to the hosp. Red heart, yellow wrench and current limit advisory alarms had occurred and the system controller was exchanged. The pt was placed on pneumatic support using a stroke volume limiter (svl) and drive console, and was transferred to another hosp where he remains stable awaiting a heart transplant.

Manufacturer narrative:
The patient remains stable on pneumatic support and is awaiting heart transplant. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.